Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture due to dislodgment. The rv lead was explanted and replaced. The patient was stable throughout.